Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced esophageal perforation that required emergency transfer to another facility. Double transseptal was performed using a brk-1 transseptal needle and ablation was performed. Prior to the procedure, the patient had a transesophageal echocardiography (tee) performed. The procedure was then continued and subsequently completed. However, post procedure, it was found the patient had a perforated esophagus which is believed to have occurred prior to the procedure during the tee. The patient was transported (medevac) to another facility for intervention. No other info was available. Additional information received indicated that the intervention provided was that the staff held pressure and the doctor administered more protamine. It is unknown what the course of treatment was beyond that. The patient has improved after extended hospitalization.